Event description:
The customer reported while deploying vasoseal the wire dilator and sheath were inserted without difficulty. The first collagen plug advanced without resistance but upon retraction of the hub, it separated from the sheath. The tech visualized the sheath and removed it from the groin. He noted the collagen to be present within the sheath when removed. Manual pressure was applied to the site and achieved hemostasis without a problem. No further complications were reported.